Event description:
On (B)(6) 2005, the pt was implanted with an scs system. The pt has stimulation but the charge is low. The charger will no longer locate the ipg. Both a spacer and pressing down on the antenna was tried unsuccessfully. A replacement charger was shipped to the pt, but it also could not locate the ipg. X-rays show that the ipg has not flipped and the doctor is planning to replace the ipg.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and there was a non-conformance found that was identified to a specific serial number. The affected device was scrapped. The ipg in this complaint was not affected by the non-conformance. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.